Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was leakage with bd pen ii organon puregon¿ pen second gen. The following information was provided by the initial reporter: ¿the product was normal when he bought it (he did not verify any apparent flaw)¿ was referring to the second puregon bought. It is still not clear, though, if lot #854295 was of the first or second puregon bought.

Event description:
It was reported that there was leakage with bd pen ii organon puregon¿ pen second gen. The following information was provided by the initial reporter: ¿the product was normal when he bought it (he did not verify any apparent flaw)¿ was referring to the second puregon bought. It is still not clear, though, if lot #854295 was of the first or second puregon bought.

Manufacturer narrative:
Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history is unknown, investigation cannot be performed as a sample is required to investigate further.